Manufacturer narrative:
Calibration and qc data were acceptable surrounding the time of the event. The customer provided two samples for investigation. Customers initial nonreactive elecsys result for the first sample could not be reproduced. Customers initial reactive elecsys result for the new sample were reproduced. Based on the positive immunoblot results for both samples, the positive results are considered to be correct. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a (B)(6) result for 1 patient sample tested for elecsys anti-hcv ii immunoassay (anti-hcv ii) on a cobas 8000 e 602 module. The initial result was (B)(6). This result was reported outside of the laboratory where it was questioned based on the patient's previous results. On (B)(6) 2019 the sample was repeated on a different e602 module with a result of (B)(6). A new sample was obtained from the patient on (B)(6) 2019 and the result from the different e602 module was (B)(6). This result was reported outside of the laboratory as a corrected result. No adverse event occurred. The e602 module serial number was (B)(4). Pinch tubing was last replaced on 18-feb-2019. Liquid flow cleaning was last performed on 24-mar-2019.